Manufacturer narrative:
(B)(4): a review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.(B)(4)

Event description:
According to the reporter during a laparoscopic total extraperitoneal procedure the plastic bag around the trocar came lose before inserting it into the patient. It was also reported that the patient did not experience an adverse event due to the device malfunction.